Manufacturer narrative:
Patient's device was turned off on july 13, she is making an appointment with dr. (B)(6) for follow-up.patient actually saw dr. (B)(6) on july 30th. He tried to interrogate the device, but the battery is dead. Patient will be getting a battery replacement. Will examine device if returned when battery replacement is done.

Event description:
From the call center: the patients device is shocking her every hour. Please respond soon. Device: gastroparesis simulator. Patient is making an appointment with dr. (B)(6) for follow-up.

Manufacturer narrative:
Patient decided to have system removed. Explanted system was discarded at the site therefore no analysis possible. No further action to be taken.